Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h10. The event was confirmed with product received. Upon visual inspection, foreign debris is present inside the sterile packaging, and the sterile packaging remains sealed and debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging. In addition, damage to sterile pouch. Sterility has not been breached. Device history record was reviewed and no discrepancies relevant to the reported event were found. The likely condition of the product when it left zimmer biomet was non-conforming to specification. The root cause of the torn pouch and white debris is likely to be due to transit damage. The root cause of the foreign debris is likely to be attributed to the operator not following manufacturing instructions. A corrective action was opened to further investigate the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while investigating the circulated stock in the warehouse, debris was identified in the sterile package. There was no patient involvement and no adverse consequences reported. Attempts have been made and additional information on the reported event is unavailable at this time.